Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in corrective and preventative action. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4). Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the roller, roller gear, side plates, carrier guide, and ratchet we all damaged. The calibration was out of specification. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The 3:1 ratio cutter, serial number (B)(4), and the 4:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh. The 2:1 ratio cutter, serial number unknown, was not tested due to it not having a serial number. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gear, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was not cutting all the holes in the graph¿ was non-verifiable since it is unknown what cutter was being used during the reported event. During the initial inspection it was noted that the 3:1 and 4:1 ratio cutters failed to produce a passing sample mesh. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the 3:1 and 4:1 ratio cutters failed to produce a passing sample mesh. However, it is unknown which cutter was being used when the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting all the holes in the graph. No adverse events were reported as a result of this malfunction.